Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 9610595 - 2023 ¿ 05947. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to d10. Follow up was conducted with the customer and the following procedural/patient information was reported. Concomitant device was reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the water invaded the scope connector while the user was handling the device which led to temporary abnormality, such as short circuit, in the printed circuit board. Water invasion could occur due to one of the following; the endoscope was immersed underwater while the ethylene oxide (eto) cap was installed, the leak test air tube was connected/disconnected while the water detection connector section was immersed underwater, load (such as releasing the check valve of the water detection connector) was applied by a brush while the water detection connector section was immersed underwater, strongly pressured running water directly hit the check valve section of the venting connector, and/or water intruded in the tube due to insufficient connection during usage of the reprocessor. In addition, the following non-reportable malfunctions were found during the device evaluation: scope connector is dirty due to water leakage, due to wear of angle wire the up bending angle does not meet the standard value, the objective lens has discoloration/stain. The control unit has discoloration, due to dirt on objective lens the water removal ability does not meet the specification, and the adhesive on the bending section cover was chipped. The following parts were scratched; scope connector, scope cover unit, forceps elevator lever/knob, up/down knob, right/left knob, flexibility adjustment ring, switch box, universal cord, grip, control unit, and connecting tube. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a different device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed an e315 (scope communication error) asymmetric scope connection was displayed, and the endoscopic image disappeared. The cv side was replaced while it was still inserted in the patient, but no improvement was achieved. The reported issue occurred during an unknown procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is pending. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.